Event description:
"Death (due to evar postoperative management after abdominal aortic aneurysm rupture): on (B)(6) 2022, the patient with a 95 mm abdominal aortic aneurysm was transferred to the hospital from a different hospital. The patient had no symptoms, but as the aneurysm could rupture at any time due to its size, the patient was admitted to the hospital. The schedule for regular cases was fully booked, and the fastest possible timing was the third case in the afternoon of (B)(6), which was able to be booked. Treo was selected and the device was shipped on (B)(6). The next day, in the morning of (B)(6), the patient went into shock and the aneurysm was found to have ruptured. Evar was then performed using the treo. Evar was successfully completed using 28-b2-28-100u (lot#2112100029) as a main body, 28-l2-15-160u (lot#2106260205) and 28-l2-17-140u (lot#2106260216) as legs. A final angiography confirmed no leakage. Histoacryl was injected into the aneurysm to occlude the rupture cavity, and the procedure was successfully completed. After the procedure, hemodynamics were stable, but in the evening, the patient went into shock again and re-rupture was confirmed. CT showed a type IV-like endoleak from the graft. To avoid a type IV endoleak, an excluder cuff (3204) was implanted from right above the treo flow diverter and excluder legs were implanted from the proximal side of the treo main body to form a double-d shape at the neck body. As the excluder legs were not long enough, the entire leg parts of the first treo implanted were lined with excluder. Doing this would prevent a type IV endoleak structurally, and the procedure was completed as no further treatments could be applied (one excluder cuff and four excluder legs were used.) After the procedure, the patient temporarily regained consciousness and was able to communicate with the physician. The patient, however, died probably due to postoperative management issues, but the cause of death is unknown. It is unknown whether or not an autopsy was performed. Comments from the physician: although it is unknown whether a type IV endoleak is the exact cause, re-rupture occurred. In all rupture cases in the past, histiocytic was injected into aneurysms to occlude ruptured cavities, but in this case, the original diameter of the aneurysm was 95 mm and the injected histiocytic may not have fully extend to the ruptured site. Therefore, the aneurysm may not be able to be occluded completely. The physician does not think the aneurysm re-ruptured due to the treo itself. Regarding the death, there may have been a problem in postoperative management, but the physician does not investigate the cause deeply. Operation type: evar for a ruptured abdominal aortic aneurysm. Blood loss: unknown. Ancillary devices used: treo (28-l2-15-160u, lot# 2106260205); treo (28-l2-17-140u, lot# 2106260216); excluder aortic extender (gore, 1 pc); excluder contralateral leg (gore, 4 pcs). (Tc#bm220601513)." Patient outcome - "the patient died."

Event description:
"Death (due to evar postoperative management after abdominal aortic aneurysm rupture): on (B)(6), 2022, the patient with a 95 mm abdominal aortic aneurysm was transferred to the hospital from a different hospital. The patient had no symptoms, but as the aneurysm could rupture at any time due to its size, the patient was admitted to the hospital. The schedule for regular cases was fully booked, and the fastest possible timing was the third case in the afternoon of june 14, which was able to be booked. Treo was selected and the device was shipped on june 8. The next day, in the morning of june 9, the patient went into shock and the aneurysm was found to have ruptured. Evar was then performed using the treo. Evar was successfully completed using 28-b2-28-100u (lot#2112100029) as a main body, 28-l2-15-160u (lot#2106260205) and 28-l2-17-140u (lot#2106260216) as legs. A final angiography confirmed no leakage. Histoacryl was injected into the aneurysm to occlude the rupture cavity, and the procedure was successfully completed. After the procedure, hemodynamics were stable, but in the evening, the patient went into shock again and re-rupture was confirmed. CT showed a type IV-like endoleak from the graft. To avoid a type IV endoleak, an excluder cuff (3204) was implanted from right above the treo flow diverter and excluder legs were implanted from the proximal side of the treo main body to form a double-d shape at the neck body. As the excluder legs were not long enough, the entire leg parts of the first treo implanted were lined with excluder. Doing this would prevent a type IV endoleak structurally, and the procedure was completed as no further treatments could be applied (one excluder cuff and four excluder legs were used.) After the procedure, the patient temporarily regained consciousness and was able to communicate with the physician. The patient, however, died probably due to postoperative management issues, but the cause of death is unknown. It is unknown whether or not an autopsy was performed. Comments from the physician: although it is unknown whether a type IV endoleak is the exact cause, re-rupture occurred. In all rupture cases in the past, histiocytic was injected into aneurysms to occlude ruptured cavities, but in this case, the original diameter of the aneurysm was 95 mm and the injected histiocytic may not have fully extend to the ruptured site. Therefore, the aneurysm may not be able to be occluded completely. The physician does not think the aneurysm re-ruptured due to the treo itself. Regarding the death, there may have been a problem in postoperative management, but the physician does not investigate the cause deeply. Operation type: evar for a ruptured abdominal aortic aneurysm blood loss: unknown ancillary devices used: treo (28-l2-15-160u, lot# 2106260205) treo (28-l2-17-140u, lot# 2106260216) excluder aortic extender (gore, 1 pc) excluder contralateral leg (gore, 4 pcs) (tc#bm220601513)" patient outcome - "the patient died."